Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an alert for long charge time was observed. A capacitor maintenance was manually performed. Programming changes were made. The device will continue to be monitored. The patient was in good condition during and after the event.